Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dental needle. The customer states that they have had three needles break in the past 6 months.

Manufacturer narrative:
Submit date: 6/30/2008. An investigation is currently underway; upon completion, the results will be forwarded.